Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two hemopro 2 units caught fire. The cable was switched and the second unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question. Refer to MFR report number's 2242352-2011-01603 and 2242352-2011-01592.

Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).